Event description:
It was reported that the drill bit broke during the procedure; the broken-off piece remains in the patient.

Manufacturer narrative:
D4 lot number corrected. The reported condition could be confirmed as the drill bit is broken as complained. The device inspection revealed the following: the visual inspection has shown that the tip of the drill bit with is broken off at the crossover from the cutting edges to the shaft. The fracture has the typical view of an brittle overload fracture, the fracture initiation zone including chevron marks can be identified. In general is the drill bit in a used condition with wear marks all over. A hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The appearance of the fracture zone a mechanical overload, most likely by an excessive metallic contact, did lead to the breakage of the drill bit. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that the drill bit broke during the procedure; the broken-off piece remains in the patient.